Manufacturer narrative:
Initial 1 of 2 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a high blood glucose event due to a kinked cannula which was treated with a correction bolus via pump on (B)(6) 2026. The infusion set was inserted in the abdomen and the set was in use for six hours.